Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, with contributing behaviors including disconnecting from the pump overnight, overtreating lows, not announcing all meals, and reporting a lunch bolus constituting about one third of the total daily dose; the user also recently started amlodipine. Symptoms included low blood glucose requiring oral glucose. Outcomes included phone-based support until glucose recovery and education on best practices. Investigation included review of user-reported behaviors and coaching outreach by the clinical team. Investigation of this case revealed user-related use errors and maladaptive dosing patterns consistent with hypoglycemia, with no evidence of device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.